Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) of 500mg/dl without symptoms. The reporter stated that the there were multiple loss of prime issues. This report is being made due to the bg excursion the patient experienced due to a prime issue.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 05/16/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box indicated a loss of prime alarm. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The passed a force sensor calibration check. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).